Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). The report for system error 2267 (fluid and air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore, a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2267 on the homechoice (hc) machine during drain 2 of 4. The technical service representative (tsr) assisted the home patient (hp) to cycle power on the hc and had the hp disconnect and remove cassette to discard supplies. The tsr explained the alarm and assisted the hp to clear alarm and advised to notify the nurse. Product surveillance contacted the nurse on (B)(6) 2011. The nurse was aware of the alarm and stated that the hp was doing fine. The hp did not mention anything abnormal about the supplies at use. Per the nurse, the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.